Event description:
Treatment of a giant aneurysm measuring 28mm x 8mm located in the cavernous segment of the left ica (internal carotid artery). The patient was given dual antiplatelet therapy (aspirin and plavix). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4mm x 25mm) could not be released from the capture coil. The pipeline was removed from the patient and a clot was noted in the ica after removal of the device. Intra-arterial reopro was administered to the patient and the procedure was aborted with no residual complications. It was later discovered that the clot observed in the ica was actually a fibrous segment of the ica and was not treated. On (B)(6) 2014, the patient underwent retreatment. During this procedure, it was reported the pipeline (5mm x 18mm) was not opening correctly and it was removed from the patient. Another pipeline (5mm x 16mm) was implanted and required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition. Post procedural angiogram showed slow flow into the aneurysm. On (B)(6) 2014, the patient was discharged without any injuries. On (B)(6) 2014, it was reported the fibrous segment in the ica was calcium and it was not treated. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00410 and 2029214-2014-00413.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).